Event description:
It was reported that the patient never had therapeutic effect and "it never helped her very much." The patient had the entire system explanted because she needed to have some MRI's done. This was the patient's second implant because "the first implant didn't stay, it all fell down and they had to re-do it." Only one implant could be confirmed by manufacturer's device registry. The patient outcome was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3777-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead, product ID 37752, lot#, serial# (B)(4), implanted: explanted: product type recharger, product ID 37743, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 37082-20, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension, product ID 3487a-45, lot# v326186, serial#, implanted: 2009 (B)(6), explanted: product type lead, product ID 3487a-45, lot# v341171, serial#, implanted: 2009 (B)(6), explanted: product type lead. (B)(4).